Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up, rv oversensing episodes were observed during device interrogation. On (B)(6) 2017 another device interrogation showed more non-sustained rv oversensing episodes and t-wave oversensing episodes. The device was reprogrammed. The patient was stable and did not have any symptoms due to oversensing.

Event description:
New information notes that the event of oversensing was observed on (B)(6) 2017 and programming changes were made and was resolved.